Event description:
The facility returned the device for service. During service testing, the baxter repair tech reported that the device under-delivered. There have been no reports of any patient incident involving this pump since the last baxter service event.